Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues were found. No similar complaints were found in this lot. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings and precautions: warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. Precautions: if difficulty in backloading the guidewire into the distal end of the catheter is encountered, inspect the guidewire exit port for damage before inserting the catheter into the vasculature. The use of a damaged guidewire exit port could increase the resistance of catheter advancement or withdrawal... During and after the procedure, inspect the catheter carefully for any damage which may have occurred during use. Multiple insertions may lead to catheter exit port dimension change/distortion which could increase the chance of the catheter catching on the stent. Care should be taken when re-inserting and/or retracting catheter to prevent exit port damage." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The device was not returned; therefore product analysis could not be performed. Based on the document reviews, event description and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Manufacturer narrative:
(B) (4) new code request has been submitted for stuck in sent.

Event description:
Percutaneous coronary intervention (pci) scheduled for lesion in left anterior descending (lad) was performed; during angiography stenosis in the distal right central artery (rca) was confirmed. The physician proceeded to treat the stenosis in the rca via left brachium approach. Guide catheter was positioned, intravascular ultrasound (ivus) was performed, and a stent was implanted. It was confirmed that the stent was properly expanded under fluoroscopy. Ivus was performed again for placement of the post stenting balloon. Physician attempted to withdraw the ivus catheter; he felt resistance and was unsuccessful in removing the catheter. Physician inserted a guidewire and crossed through the implanted stent to the arterioventricular branch, however he was unable to move the catheter. Physician then attempted to cross through the stent with two balloons, and a guide catheter, all unsuccessful. Stenosis in the proximal rca was confirmed. Dilatation with a balloon and plain old balloon angioplasty (poba) were performed restoring blood flow to distal rca. The physician cut the proximal end of the ivus allowing a straight guide catheter to be threaded into the ivus. The guide catheter kinked in the attempt to remove the ivus. A guidewire was then advanced along the catheter, but too was unsuccessful in freeing the ivus. The patient was transferred to a hospital where the sent and catheter were surgically removed. It was noted that the stent was bent in half and was severely entangled with the catheter. The physician stated that the patient had ¿no problems¿ post surgery.

Event description:
Percutaneous coronary intervention (pci) scheduled for lesion in left anterior descending (lad) was performed; during angiography stenosis in the distal right coronary artery (rca) was confirmed. The physician proceeded to treat the stenosis in the rca via left brachial approach. Guide catheter was positioned, intravascular ultrasound (ivus) was performed, and a stent was implanted. It was confirmed that the stent was properly expanded under fluoroscopy. Ivus was performed again for placement of the post stenting balloon. Physician attempted to withdraw the ivus catheter; he felt resistance and was unsuccessful in removing the catheter. Physician inserted a guidewire and crossed through the implanted stent to the antrioventricular branch, however he was unable to move the catheter. Physician then attempted to cross through the stent with two balloons, and a guide catheter, all unsuccessful. Stenosis in the proximal rca was confirmed. Dilatation with a balloon and plain old balloon angioplasty (poba) were performed restoring blood flow to distal rca. The physician cut the proximal end of the ivus allowing a straight guidecatheter to be threaded into the ivus. The guidecatheter kinked in the attempt to remove the ivus. A guidewire was then advanced along the catheter, but too was unsuccessful in freeing the ivus. The patient was transferred to a hospital where the stent and catheter were surgically removed. It was noted that the stent was bent in half and was severely entangled with the catheter. The physician stated that the patient had ¿no problems¿ post surgery.